Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon dilatation catheter (bdc) was overinflated to 20 atmospheres (atm) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context; however, the reported difficulty advancing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified. The mini trek rx balloon was advanced with resistance to the lesion and during the first inflation at 20 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. A same size mini trek rx was used to complete the procedure. No additional information was provided.